Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead; model #: sc-4316, lot #: 18224734, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing itching and redness at the incision site. The patient developed an infection. It was believed that the patient was allergic to nickel. The physician was not sure whether the allergy precipitated the infection. The patient was prescribed antibiotics and underwent an explant procedure.